Event description:
"The 10/11mm trocar had a piece of its seal break off while in pt. Piece retrieved and trocar removed from field along with broken portion." Pt is doing fine.

Manufacturer narrative:
Evaluation: engineering evaluated the returned units. There was no piece which came off the seal returned. The returned unit was fully assembled and intact. The unit was taken apart to examine the inside of the seal. All components were individually checked; there was no piece missing or damaged upon closer examination. The shielded obturator was not included in the return. Conclusion/corrective action: there was no loose piece found in the returned unit. Since, the piece believed to have broken off the seal was not returned engineering cannot complete the investigation. Engineering needs more info to complete the evaluation. At the least, a description such as size and color of the piece would be helpful in determining the origin of the piece found. The instruments (manufacturer and model) used in the procedure will also be helpful. No further corrective action is necessary.